Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the exact cause of the coronary occlusion cannot be confirmed. Procedural factors (deployment position of the sapien 3 valve) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the hospital, a patient expired within 48 hours of the tavr procedure. The cause of death was reported to be coronary occlusion. It was reported that during the trans-subclavian tavr procedure, following the deployment of a 23mm sapien 3 valve, the left coronary ostia, possibly the left main, was apparently occluded. Post deployment, the patient's hemodynamics changed. The hemodynamic change was thought to be due to the anesthesia and vasopressors were given. The coronary occlusion was not observed during the procedure and was missed on the root shot. No intervention for the coronary occlusion was performed during the procedure. The patient expired post procedure. No further information is available at this time.

Manufacturer narrative:
Result: known inherent risk of procedure. (B)(4). Additional information received indicated the tavr procedure was ¿unremarkable¿ other than noted st depressions. Post deployment angiography of the lima demonstrated no impairment of flow. Post procedure echocardiogram demonstrated no significant focal wall motion abnormalities or decline in the ejection fraction. However, during recovery, the patient required increasing vasopressors. The patient had an asystolic arrest and was treated with acls and transcutaneous pacing. Angioplasty indicated the left main was occluded. The patient was taken to the catheterization lab and urgent angioplasty of the left main was performed and an impella ¿lvad¿ was inserted. Following the procedure, the patient was in stable condition on multiple vasopressors. Post procedure, the patient was noted to have bright red blood in his ng tube and was taken off of anticoagulation therapy (plavix). The patient suffered a subsequent arrest and could not be resuscitated and expired. The cause of death was noted to be cardiac arrest and coronary artery disease. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the exact cause of the coronary occlusion cannot be confirmed. Procedural factors (deployment position of the sapien 3 valve), in addition to patient factors (cad, CABG, pci, htn, hyperlipidemia, long standing / current history of smoking) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.